Event description:
It was reported that this patient's implantable pulse generator (pacemaker) recorded an atrial tachy response (atr) episode that was triggered due to noisy signals. This episode appears to have been caused as the right atrial (ra) lead is functioning in unipolar mode as a lead safety switch occurred due to a high pacing impedance spike out-of-range. Technical services recommended to evaluate the patient with isometrics and device based testing. A chest x-ray can also be considered. In addition, ts stated that a possible setscrew issue should be considered given how close this was to implant date. Attempts to obtain additional information were unsuccessful. This pacemaker remains in service and no adverse patient effects were reported.

Event description:
It was reported that this patient's implantable pulse generator (pacemaker) recorded an atrial tachy response (atr) episode that was triggered due to noisy signals. This episode appears to have been caused as the right atrial (ra) lead is functioning in unipolar mode as a lead safety switch occurred due to a high pacing impedance spike out-of-range. Technical services recommended to evaluate the patient with isometrics and device based testing. A chest x-ray can also be considered. In addition, ts stated that a possible setscrew issue should be considered given how close this was to implant date. Attempts to obtain additional information were unsuccessful. This pacemaker remains in service and no adverse patient effects were reported.

Manufacturer narrative:
This product has not been returned to boston scientific, and as a result, laboratory analysis could not be conducted. The associated investigation determined that this device exhibited intermittent impedance measurements with no conclusive evidence of a malfunction or inadequate lead-to-device connection; please refer to the description for more information regarding the specific circumstances of this event. Investigation has determined that this type of event is likely the result of an intermittent high impedance condition associated with the device spring contact and lead terminal ring. A design enhancement was implemented in 2020 to stabilize the electrical connection between the spring contact and the lead terminal.

Event description:
It was reported that this patient's implantable pulse generator (pacemaker) recorded an atrial tachy response (atr) episode that was triggered due to noisy signals. This episode appears to have been caused as the right atrial (ra) lead is functioning in unipolar mode as a lead safety switch occurred due to a high pacing impedance spike out-of-range. Technical services recommended to evaluate the patient with isometrics and device based testing. A chest x-ray can also be considered. In addition, ts stated that a possible setscrew issue should be considered given how close this was to implant date. Attempts to obtain additional information were unsuccessful. This pacemaker remains in service and no adverse patient effects were reported. It was reported that this ra lead was explanted and replaced due to lead noise. No additional adverse patient effects were reported.

Manufacturer narrative:
This product has not been returned to boston scientific, and as a result, laboratory analysis could not be conducted. The associated investigation determined that this device exhibited intermittent impedance measurements with no conclusive evidence of a malfunction or inadequate lead-to-device connection; please refer to the description for more information regarding the specific circumstances of this event. Investigation has determined that this type of event is likely the result of an intermittent high impedance condition associated with the device spring contact and lead terminal ring. A design enhancement was implemented in 2020 to stabilize the electrical connection between the spring contact and the lead terminal.